Event description:
Healthcare professional (hcp) reported a pt reaction to the ca-hp membrane. This was the pt's third exposure to the ca-hp membrane. Previous treatments were completed without incident. The pt experienced respiratory arrest during the first 5 minutes of the hemodialysis treatment. The pt's treatment was discontinued at the time of the incident and the blood was returned. A code was called and the pt was placed on a respirator. The treatment was not resumed on 1/21/00. Pt has received add'l dialysis treatments on alternate membranes and similar symptoms have occurred. Hcp reports pt received dialysis on 2/16/00 with an alternate membrane (gamma sterilized) without incident.